Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
Analysis could not verify customer's complaint of excessive heat or not getting sufficient rpms. Temperature tests performed after 1 min temperatures were: front bearing 95.5f, motor 82.2f, and rear bearing 93.8f, which all are within specification. The rear seal and bearings were replaced due to dried saline. The device was repaired, cleaned, and tested, passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.